Event description:
As reported, in 2007, this patient was implanted with a gore tag thoracic endoprosthesis. On two months later, this patient underwent a reintervention to treat a descending thoracic dissection. Two gore tag thoracic endoprostheses were implanted to resolve the issue.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Also implanted in the patient (tg3410 and tg4010).